Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 442 mg/dl. The customer reported a lost sensor on the replacement insulin pump the customer had no symptoms and treated with the insulin pump. The customer treated the high blood glucose with a manual injection and the current blood glucose level is 334 mg/dl. The customer completed troubleshooting for the lost sensor and declined troubleshooting for the high blood glucose level. The customer was advised to monitor the current set. The insulin pump will not be returned for analysis.